Event description:
It was reported that the customer's blood glucose level was 467 mg/dl. The customer corrected his blood glucose level with boluses but they were not being delivered properly. The customer mentioned an infection and bruising from his infusion set because he used it longer than recommended time. He would like a letter of analysis for his insulin pump replacement and the infusion sets he returned. The customer also reported that he felt like he was dying. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.